Event description:
A reliant stent graft balloon catheter was inserted into the patient for further expansion of an implanted aneurx stent graft at the location of the aortic neck to the iliac limb. Vessel morphology was severe calcification. The physician had inflated the balloon 1 time when it burst. The balloon was successfully removed from the patient. No further intervention was required. The catheter was discarded by the user facility. No additional clinical sequelae were reported and the patient is fine.